Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that while the customer was performing a preventative maintenance on the device, the selected joules reading is higher than expected in sync mode. There was no patient involvement.